Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient presented to the emergency room stating he was shocked two times at his home and had a syncopal event. The patient has a history of ventricular fibrillation (vf) and device evaluation was requested. Review of the vt episode identified it was 50 seconds in duration. Undersensing occurred; however, it was converted with a 80j shock. The patient was brought into the clinic and defibrillation threshold testing (dft) was performed. The sensing vector was reprogrammed from secondary to primary vector. Undersensing was not observed; however, conversion was unsuccessful. The subcutaneous implantable cardioverter defibrillator (s-ICD) and the associated electrode were explanted. A transvenous system was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room stating he was shocked two times at his home and had a syncopal event. The patient has a history of ventricular fibrillation (vf) and device evaluation was requested. Review of the vt episode identified it was 50 seconds in duration. Undersensing occurred; however, it was converted with a 80j shock. The patient was brought into the clinic and defibrillation threshold testing (dft) was performed. The sensing vector was reprogrammed from secondary to primary vector. Undersensing was not observed; however, conversion was unsuccessful. The subcutaneous implantable cardioverter defibrillator (s-ICD) and the associated electrode were explanted. A transvenous system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.